Event description:
External blood leak from a crack in the arterial cap of the dialyzer. No rinseback done. No pt injury or intervention. Dialyzer changed and treatment resumed.

Manufacturer narrative:
Investigation/determination of cause it is also important to note that some chemical solvents or substances may induce blood header cracks. This is emphasized in the instructions for use where it is specified that "the following products are especially forbidden: halogenated aromatic and aliphatic solvents, ketonic solvents. Twelve samples were returned for investigation and were inspected by the manufacturers lab. No blood header cracks were observed. This incident is considered to be a random occurrence. Follow-up action: the MFR has implemented the following corrective actions: 1) improvement of the welding conditions beginning with lot 98c1767. 2) restriction of the use of the potting caps used during the potting process since these mfg accessories may induce the presence of traces of polyurethane beginning with lot 98c2376. 3) specific maintenance operations on the potting equipment that was launched at the end of 3/1998. This lot was produced prior to the above corrective actions being done.